Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2013-01501.

Manufacturer narrative:
Request for add'l info has been made and will be submitted upon receipt accordingly. This is one of two device reports associated with the event. Associated mfg report number(s): 1225714-2013-01500 and 1225714-2013-01501.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product.